Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 5 mg/ml bupivacaine at 2.18 mg/day and 2,000 mcg/ml baclofen (unknown) at 875 mcg/ml. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The stall occurred on (B)(6) 2019. The patient heard a pump alarm ¿last night¿ ((B)(6) 2019) and went to the ed on (B)(6) 2019. The patient is also experiencing increased spasticity that began "a couple of days ago" (prior to the call date of (B)(6) 2019). Per the event logs a motor stall occurred on the night of (B)(6) 2019 with no recovery to date. No other motor stalls per the event logs. The patient did not have an MRI or any other emi that would have caused the stall to occur per caller. The rep was inquiring about next steps. Troubleshooting was performed per the caller¿s inquiries. The rep stated she already had the manufacturer¿s withdrawal procedures and will confer with the patient and hcp. They reviewed silencing audible alarms, considered pump replacement, considered programming minimum rate, to cover the patient with non-pump medication, and if it was explanted then to return to the manufacturer is recommended. There were no further complications reported/anticipated.